Event description:
It was reported that occlusion alarms occurred, which led to a blood glucose level reading of "high." The customer addressed this issue by administering a corrective injection via multiple daily injections (mdi) and resumed using their insulin pump. It was noted that no third-party assistance was needed, and there were no frequent occlusion issues requiring further assistance. The case was subsequently closed by technical support.